Event description:
A report was received that a pt was experiencing difficulties charging the ipg. The pt underwent a revision procedure to replace the ipg. The pt is reportedly doing well following the revision procedure.